Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. There was no reported product deficiency. Myocardial infarction and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that approximately 26 months post direct stenting of a xience v stent in the proximal right coronary artery (prca), the patient experienced a myocardial infarction (mi). On (B)(6) 2010, the patient died. Although requested, there was no additional information provided.